Manufacturer narrative:
The amo field service engineer inspected the excimer laser at the customer location and the equipment was found to be within its specifications. No further information is available.

Event description:
The clinic reported they were possibly seeing over-corrections. In a follow-up with the clinic they indicated that all but one of the patients had improved vision. One patient is still reporting vision issues. The clinic has declined amo's request for specific patient data. It is not known if any of the patients lost any best corrected visual acuity.